Event description:
On 06/20/2025, a facility representative reported via (B)(4) that an ar-7227-01 fiberwire® #3-0 frayed during the case, patient not affected. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that blue suture #3-0 was cut and had a knot on it. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.